Event description:
Patient presented to the physician for post-implant follow-up with clear fluid discharge at the chest incision site. Physician prescribed oral antibiotics. Patient presented to the emergency department approximately one month later with an infection and purulent discharge at the same site. Patient was admitted into the ICU for observation, and IV antibiotics were initiated.

Event description:
Patient presented back to the physician with continued infection at the chest incision site and purulent discharge from the open chest wound. Physician brought the patient into the or and removed the entire inspire system.